Event description:
It was reported that during implant the helix required greater than 30 turns to deploy. High impedance and variable thresholds were also reported. The lead was explanted and another lead was successfully implanted instead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, the tip seal was observed to be out of position, guidetooth was damaged, and the lead appeared to have been damaged at implant.